Manufacturer narrative:
The customer had initially indicated there were no strip left to return for evaluation but two bottles of contour test strips were returned to qa. It is not certain these strips were involved in the initial complaint.product information lot #s 3dj3a05 and 3dj3d01, exp dates 4/30/2015, manufacture dates 04/01/2013.

Event description:
The customer received a blood glucose reading of 251mg/dl on the contour meter, re-tested on a different meter used at the doctor's office, and the reading was 107mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are no longer available to return for evaluation. A replacement kit was sent to the customer.